Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed major bleeding in the lower gastrointestinal tract. The patient has a documented history of lesion or condition in the organ site of bleeding that could potentiate the bleeding episode. The cause of the bleeding was ascending colon diverticulum bleeding. A transfusion and fluid replacement therapy were performed, anticoagulation drug was temporarily stopped, and the patient was instructed to fast. The patient was discharged on (B)(6) 2023, and the bleeding was not thought to be device related.